Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Customer quality investigation: the device was not returned. A photo-investigation was performed on the images located in pc attachment ¿img_3878.jpg, img_3876.jpg, img_3874.jpg and img_3873.jpg¿. Upon inspecting the images provided, it is observed that the retaining clips from the proximal end were broken from the reamer head. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. Conclusion: the complaint is being confirmed for reamer head f/ria 2 ø14. Due to the trend with the broken ria 2 reamer heads identified during post market surveillance, the CAPA-010231 was raised to determine the root cause of broken head breakages. Additionally, the product issue escalation (pie 1871936) was initiated to define any further action related to the breakage. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device history lot - manufacturing location: supplier ¿ (B)(4) / inspected and packaged by: monument; release to warehouse date: 23-mar-2020; expiration date: 01-mar-2030; part number: 03.404.024s, 14.0mm reamer head for ria 2-sterile. Production order traveler met all inspection acceptance criteria. Packaging label log (pll) lmd rev aa was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Scn 17515 supplied by sterigenics was reviewed and determined to be conforming. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the inspection or release of the product that would contribute to this complaint condition. Component part(s) reviewed: part number: 03.404.m024, ria 2 reamer head 14.0mm. Inspection instruction met all inspection acceptance criteria. Inspection sheet, incoming final inspection, ns073690 rev b met all inspection acceptance criteria. Certificate of compliance received from mark two engineering dated 18-nov-2019 was reviewed and determined to be conforming. Certification for heat treat supplied to mark two engineering from vacu-braze inc. Dated 28-oct-2019 was reviewed and determined to be conforming. Heat treat specified at 50-55 hrc. Results certified at 55 hrc. Raw material certificate of compliance supplied to mark two engineering from boston centerless dated 19-sep-2019 was reviewed and determined to be conforming. Raw material certificate of tests supplied to boston centerless from carpenter dated 12-apr-2019 was reviewed and determined to be conforming. Device history review - this lot met all dimensional, visual, sterility and packaging with no issues documented during the inspection or release of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h6: the device photo was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, during the process of harvesting the bone with reamer irrigator aspirator (ria) 2, the head broke off. Fragments were generated and remained in the femur canal. After the removal another head was used and it also broke. Procedure was completed successfully with thirty(30) minutes delay. This report is for one (1) reamer head f/ria 2 ø14. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.